Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Skin graft mesher had insufficient skin graft. Event occurred during surgery, no harm, no delay reported. No additional graft was necessary.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action implemented a serial number logbook to correct this issue. The previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who evaluated and repaired the device. On (B)(6) 2019, it was reported from marshfield medical center that a mesher was producing an insufficient skin graft on (B)(6) 2019. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on (B)(6) 2019 found that the comb, sideplates, roller, roller gear and latching pins were damaged. None of the pretests could be performed due to the damaged parts. Repair of the mesher occurred the same day and involved replacing the comb, sideplates, roller, roller gear and latching pins. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on (B)(6) 2019. While the service technician found that the comb and roller were damaged, which would prevent the mesher from allowing the cutter to sit properly in the device and therefore not cut the graft nor move the graft through the device as intended, it cannot be determined from the information provided as to what caused the damage to the components. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Skin graft mesher had insufficient skin graft. Event occurred during surgery, no harm, no delay reported. No additional graft was necessary.